Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is available; investigation is currently in-process.

Event description:
On (B)(6) 2018, a customer reported that a ca 19-9 patient result of 2.8 u/ml, ran on (B)(6) 2018 on the aia-900 instrument, was questioned by the physician because it did not correlate with the result at the hospital of 10,000 u/ml for this patient with cancer. The customer re-ran the same patient specimen with 1:10 and 1:000 dilutions and the results were 1500 u/ml and 1700 u/ml, with a different methodology. The technical support specialist (tss) asked the customer how patient samples were handled at the lab. The customer draws the patient specimen in serum separator tubes, clot for 20 minutes, and spin for 10 minutes. This particular patient specimen was not stored overnight, but ran within an hour of being drawn. The customer reported that quality controls were within range. There was no change in patient treatment as a result of this event. The customer is requesting service in order to inspect the aia-900 instrument.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Date of event: (B)(6) 2018.

Manufacturer narrative:
Device evaluation by manufacturer. The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. Customer indicated that the instrument has been in use for the past two weeks since the day of the event and without any errors. The instrument is functioning as intended and was released. No further action is required by the fse. A 13 month complaint history review and service history review for similar complaints was performed from the awareness date. There were no similar complaints identified during the searched period. The st aia-pack ca 19-9 analyte application manual states the following: limitations of the procedure. St aia-pack ca 19-9 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 19-9 using st aia-pack ca 19-9. A ca 19-9 result below the upper reference limit of normal does not indicate the absence of malignancy because patients with histopathologic evidence of pancreatic cancer may have ca 19-9 assay values within the range of normal individuals. Patients who do not secrete blood group lewis antigen do not produce ca 19-9. Conversely, a ca 19-9 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of pancreatic malignancy since a small percentage of healthy individuals and individuals with non-malignant conditions as well as malignancy in other locations than the pancreas may have elevations in ca 19-9 assay results. A ca 19-9 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease of the pancreas. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert. Expected values: each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported issue is unknown and could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.